Event description:
It was reported during a total thoracoscopic maze procedure with left atrial appendage ligation, the surgeon noticed a tear in the ripv (right inferior pulmonary vein). The pt required a median sternotomy and went on cardiopulmonary bypass to complete the repairs. The pt came off bypass and was recovered in the ICU.

Manufacturer narrative:
(B)(4). The device was not returned to atricure for eval and disposed of by the hosp. The lot number of the device was unable to be ascertained.